Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the syringe of a floseal hemostatic matrix kit. This was noted during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: a sample was returned for evaluation. A visual inspection was performed and noted the syringe was missing, the only item received was the calcium chloride vial. The reported problem could not be objectively verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.